Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: p-wave oversensing by the implantable cardiac monitor during paroxysmal atrioventricular block: what is the mechanism? Journal of cardiovascular electrophysiology. 2025; 36:512¿516. Doi: 10.1111/jce.16550 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via journal literature that the implantable cardiac monitor (icm) was removed and a leadless implantable pulse generator (ipg) was implanted.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced p wave oversensing resulting in a pause episode not being detected. It was further reported that the patient experienced palpitation / discomfort in the chest. The icm was reprogrammed. The icm remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.